Event description:
Latex foley inserted by pa on a pt with known latex allergy. Latex foley discontinued immediately by operating room nurse upon discovery. Estimated time that latex foley was in place 5 - 10 minutes. Dr. Immediately made aware of incident as was anesthesia and the pt was given appropriate treatment. Non latex foley was later inserted by the operating nurse and it was noted at time of placement that there was no redness or swelling of pt's urethra. Pt's perineum and urethra were normal upon inspection. Pt left the operating room in stable condition at 15:11. At 19:15 rn finds pt with tongue sticking out of her mouth and appearing to be swollen. Pt's speech is mumbled. House officer orders benadryl and solucortef IV. Decision made to transfer to sicu with close airway monitoring. Ent consulted. Surgeon notified (B)(6) 2014 angioedema continues to diminish. No apparent distress noted. (B)(4) remain stable. Allergist and rheumatologist consulted, 09:58 tongue swelling noted after jello ingestion. Intensivist notified. Benadryl and racemic epinephrine given. No airway compromise noted. Based on a high priority review the root cause identified bard's latex catheter was not visibly labeled as containing latex. In addition, the latex and latex free foley catheter packaging are visually similar and would not easily stand out.